Event description:
The physician advanced a 6f, vista brite tip guiding catheter into the aorta, and the tip was sitting in the ostium of the coronary artery. The physician then proceeded to wire the artery, however, noticed leakage at the connection of the guiding catheter and the toughy. The physician went to tighten the guiding catheter to the toughy, and noticed a fracture in the hub. There was no patient injury reported.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.